Event description:
Patient was hospitalized for hyperglycemia sometime in 2003. Patient reports blood sugar was over 1200 when they were admitted. The only other detail that the patient is able to recall regarding the incident is that they were under a great deal of stress at the time. Suspect device was being worn at the time. Device not returned for evaluation.